Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is sometimes not removing cartridge air, is removing the cartridge air after inserting insulin into the cartridge, re-using insulin, and wearing the pump supplies for 10 days. Tandem clinical support informed customer not removing cartridge air sometimes, removing the cartridge air after inserting insulin into the cartridge, re-using insulin, and wearing the pump supplies for 10 days. Is off label per the user guide. No reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.